Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. Upon receipt at the reliability assurance laboratory, preliminary analysis found that this device did not meet expected longevity.